Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a spike in pacing impedance a few months ago, where it was noted that the patient had an unrelated medical procedure performed. Recently in the clinic, the pacing impedances were measured at out of range at 2500 ohms, and review of report found non-capture. The device was reprogrammed ring to can, where the impedance value measured 539 ohms. The plan was to continue to monitor. The system remains in-service. No adverse patient effects were reported.